Manufacturer narrative:
The investigation determined the cause of the event was due to the customer using expired sample tubes along with pre-analytical sample handling issues.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for either cobas integra cholesterol gen. 2 (chol2, total bilirubin or glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. Data was provided for 2 additional patient samples with discrepant results for gluc3. On (B)(6) 2023 patient 1 initial gluc3 result was 20.4 mg/dl. The repeat result was 88.7 mg/dl. On (B)(6) 2023 patient 2 initial total bilirubin result was 0.1 (unit of measure not provided). The repeat result was 0.6. On (B)(6) 2023 patient 3 initial chol2 result was 67.6 mg/dl. The repeat result was 227 mg/dl. On (B)(6) 2023 patient 4 initial gluc3 result was 20 mg/dl. The repeat result was 104 mg/dl. On (B)(6) 2023 patient 5 initial gluc3 result was 19.2 mg/dl. The repeat result was 92.9 mg/dl.

Manufacturer narrative:
Patient 1 was tested with gluc3 reagent lot number 702348 with an expiration date of 30-apr-2024. Patient 5 was tested with gluc3 reagent lot number 734489 with an expiration date of 31-oct-2024. The chol2 reagent lot number was 732883 with an expiration date of 31-mar-2024. The total bilirubin reagent lot number and expiration date were not provided.